Event description:
At about 10 years and 4 months after the primary surgery, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert implanting a thicker one. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 103790: 49 items manufactured and released on 31-jan-2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, 45 items of the same lot have been sold without any similar reported case during the period of review.